Manufacturer narrative:
Model number/catalog number: sc-1160, (B)(4), model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the upper incision site where the lead was placed. Symptoms of purulent discharge and discharge were noted. It was also reported that the cause of infection was unknown. The patient was placed on antibiotics and underwent an explant. The patient was doing well postoperatively.